Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure" alarm followed by a "maintenance required code #2" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the error in the fault log and replaced the drive manifold assembly (part number: 0104-00-0018) and safety disk (part number: 0997-00-0985-01). The iabp was performance and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).